Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced 2 infusion set fell off event on 22-may-2024. The infusion set was in use for 1-2 days, no further information available.